Event description:
As per the problem statement: "customer sent complaint by post. The introducer split into 2 parts when they retrieved at the end of the procedure. The surgeon did not change the introducer, he removed the faulty introducer and put pressure on pt's artery. No consequences on pt." A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures nor experience any adverse effects due to this occurrence. Add'l info provided (B)(6) 2014: "split in two parts of the introducer at the end of the procedure. Retrieval of the introducer - no consequences on pt."

Manufacturer narrative:
Event is still under investigation.